Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ring of reservoir was unable to lock in place when inserted into insulin pump. Customer's blood glucose value was 17.9 mmol/l at the time of the incident. The customer treated with manual injection. Customer will not return device for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay, overlay scratched, broken reservoir tube lip, end cap address label missing, stained serial number label, cracked case behind the pump near the battery compartment, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.